Event description:
It was reported by the customer that a pyxis medbank system patient medication order was not received. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient order was present; however, it does not appear on myqlink under the patient's profile, indicating that it's not received. A technical support specialist instructed the customer to re-add the order. The customer was advised to "add it to their profile" on their end, and the order is now available for issuance in mql. The system functioned as intended after the technical support specialist troubleshooted the device.